Event description:
Report received from (B)(6) stating that the device had a "loss of power." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The complaint of "power loss" could not be confirmed. The device met all manufacturing specifications. If additional information is received, a supplemental MDR will be sent. (B)(4).